Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm - strain relief is pulling away, cracked and wires exposed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of exposed wire was confirmed. The site rite 8 cue probe was visually inspected upon receipt and was found to be in poor physical condition. The reported issue is confirmed; the cable has split apart from the strain relief. The root cause of the reported issue is identified as use related damaged. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number. H3 other text : evaluation findings are in section h.11.

Event description:
Per tm - strain relief is pulling away, cracked and wires exposed.